Manufacturer narrative:
According to the customer, on (B)(6) 2024 the "vent circuit melted and fused together" creating a "100% leak". The customer reported the ventilator and circuit were changed and the patient was "switched to f&p" after the reported issue was identified. The customer reported there was no serious injury, medical intervention, or follow-up care required as a result of the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the "vent circuit melted and fused together" creating a "100% leak".

Manufacturer narrative:
Update to d9: device available/returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation conclusions.